Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer technical support instructed the caller through a series of troubleshooting steps, including inspecting and cleaning the pump parts and attempting to load a new cartridge, but the issue persisted. Consequently, the case was escalated, and the customer was transferred to customer service assistance, where it was decided to replace the pump. The customer was informed about the need to use an alternate form of insulin delivery, acknowledged receipt of a replacement pump with updated software, and was instructed to return the defective pump to avoid charges.